Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2018 with blood glucose of 440 mg/dl. The customer's blood glucose was 410 mg/dl at the time of incident and current blood glucose level was 246 mg/dl. Customer¿s other blood glucose level was 227 mg/dl. The customer provides details regarding symptoms of their high blood glucose episodes such as stomach ache, vomiting and trouble breathing at time of incident. The customer was treated with syringe, insulin drip and intravenous injection. Customer stated that the insulin pump stopped working. Customer reported that insulin pump had received a no delivery alarm. Customer was reporting a past event. Customer reported that alarm did not occur during manual prime and reported event was resolved by changing complete set. Customer declined to perform the high pressure test. Customer wishes to check for the presence of leaks or air bubbles in the tubing. Customer troubleshoot was performed. Customer states the drive support cap appears normal. Based on customer report customer did not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.